Event description:
Follow up information indicated the patient had lost 100 pounds when the pain issue began, current weight is unknown. The patient had surgery to explant the ipg.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was very ill and lost a substantial amount of weight causing the ipg site to be painful. The patient will be having surgery to have the ipg explanted.